Manufacturer narrative:
Based on the information available, the cause of the reported issue is due to the defective battery. However, customer rejected the repair quote and no work performed by philips. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. The system does not meet full specifications for the performed service and is returned to use with limitation as accepted by the customer, no follow-up requested. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
It has been reported to philips that the device will not power on.